Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient was referred due to a decline in stimulation efficacy several months after bilateral lead implantation. Upon revision with magnetic resonance imaging (MRI), the patient presented with a left peri-lead unilateral edema, described as extending along the lead. The leads were in a good location, with no evidence of poor trajectory or acute bleed. The patient presented with diplopia and speech impairment, presumed to be caused by the edema. The patient had not presented edema immediately after implantation and initially reported good efficacy; however, stimulation results have declined over time. Per the physician's opinion, there is a relation between the device or procedure contributing to the complications. The patient was advised to turn the stimulation off, and a prescription for steroids will be issued to evaluate whether this results in improvement of the edema treatment.